Event description:
Event description guidant received information that this left ventricular lead, during the implant procedure, would not follow the guidewire during placement. During the lead manipulation, the patient developed a sustained ventricular tachycardia requiring shock to successfully terminate.